Manufacturer narrative:
One device was returned for analysis of complaint that the remote dose button doesn't work. Log events were reviewed and there are no errors related to the complaint. Review of service history found no services previously reported. Visual and functional testing was performed. It was discovered the keypad was damaged and the problem was confirmed. Keypad was replaced. Additionally, the downstream occlusion (dso) sensor was replaced as it failed the dso test. Device passed testing post repair.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the dose button doesn't work. There was no reported patient involvement.